Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for power error detected. Customer¿s blood glucose was unknown. Customer stated that internal power source in the pump was unable to charge and notification light stopped flashing immediately. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, active current measurement and sleep current measurement. Device received error 25 due to connector resistance issue. Device received pump error 75 during self test, problem isolated to internal lithium battery.